Manufacturer narrative:
The device was received for evaluation. During visual inspection, holes/scratches were observed on the millipore filter. The reported condition was verified. The cause of the event was due to defective raw material supplied by a third-party vendor. A notification will be sent to the involved supplier to ensure awareness. Retained samples were visually checked, then a unit was leak tested via provaset; no leak was detected and the retained sets were conforming as per product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set with millipore filter was leaking. The reporter stated that the device had been used to filter fentanyl-ropivacaine solution during compounding. When testing the filter after filtering (not further specified), a leak and two holes were observed. There was no patient involvement. No additional information is available.